Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported before going to bed on (B)(6) 2014 at 11:06 pm her blood glucose was reading 6.7 mmol/l (121 mg/dl). She woke up the next morning with a headache and feeling sick. At 10:00 am she checked her bg it was reading 27.6 mmol/l (497 mg/dl) and she gave a correctional bolus of 6.2 units of insulin. At 11:20 am her bg measured 24.6 mmol/l (443 mg/dl). She went to scheduled doctor appointment (not related to diabetes) and the doctor advised her to remove the pod but she continued to wear it. When she got home at 12:25 pm her bg result was reading 26.7 mmol/l (481 gm/dl) so she gave a suggested bolus of 0.80 units of insulin. At this time she sheard the pod clicked and upon inspection she noticed the cannula was pulled out of the infusion site. She then gave a manual injection of insulin (exact dosage was not provided). She also sated on second day of pod wear the adhesive pad will start to curl up.